Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant registry and medical records that a patient underwent explant at implant of a 25mm 11500a aortic valve due to bleeding from the aortic root. The patient was re-cannulated, and the aortic root replaced with a 32mm graft conduit and 25mm 11500a aortic valve. Per medical records: it is noted pre-bypass there was extensive aortic valve calcification. The patient underwent CABG x1. The aortotomy incision was made and the excision was extended towards the non-coronary cusp. It is noted the patient had a very extensive pericarditis with extensive adhesions. The lesions were lysed without too much difficulty. The aortic valve was excised, and the annulus was debrided. The 25mm 11500a was implanted, the patient was weaned from cpb, protamine given, and the patient was decannulated. It was noted that during this time when initially weaning from cpb that the patient was noted to have a venous bleed from the right atrial appendage. After fixing the right atrial appendage some bleeding was noted from near the aortic root. A few repair sutures were placed. The valve was evaluated and noted to have trivial pvl, the bleeding was minimal at that time after initial repair. The bleeding from the root increased as the operation progressed. A decision was made to re-cannulate and resume cpb to fix the arterial bleed. A small defect was noted near the non-coronary right commissure. A pericardial patch was used to over sew the aortic root defect. The aortic root was replaced with a 32mm graft and 25mm 11500a valve with reinsertion of the right and left coronary buttons. Post implant the patient continued to have bleeding from the aortic root. The patient received multiple blood products and was maxed out on pressors. Additional sutures were placed without much benefit. A decision was made not to escalate care and the patient expired in or on pod #0. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: d4 expiration date, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined the most likely cause is procedural factors.